Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l and subjected to visual inspection. Results revealed a diagonal tear starting at the hinge area of the leading haptic plate continuing throughout and ending on the adjacent optic. Also, partial portion of the optic and the trailing haptic plate was missing. Dimensional measurements could not be performed due to the torn condition of the lens. In addition, three retain samples from lot #018575 were inspected dimensionally and all measurements were within specifications. (B)(4).

Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens intraocular lens in the right eye. Approximately one week postoperatively, refractive error and lens vaulting were noted. The lens was explanted and replaced with a higher diopter crystalens iol (31.00d). The patient's current bcva improved to 20/20.